Event description:
Adverse event(s): no pt injury was reported (no consequences or impact to pt). Product problem(s): "the vitrectomy probe could not be pushed forward in the trocar" (sticking). The nurse reported the vitrectomy probe could not be pushed forward in the trocar. The vitrectomy probe was switched out and the case was completed. No pt injury was reported.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).